Manufacturer narrative:
The complaint was confirmed based on the device evaluation. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that a piece of the device disassembled at the user facility. Attempts to obtain additional information are ongoing.

Event description:
It was reported that a piece of the device disassembled at the user facility. Attempts to obtain additional information are ongoing.